Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm prior and they tried to insert new battery but the alarm persisted then the blank display occurred. Customer confirmed that the battery cap was intact. Customer confirmed that the insulin pump restarted and the display returned. Insulin pump had pump error alarm and they were able to clear the alarm. Customer experienced high blood glucose level of 400 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.